Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle one. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.